Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, deformation and crease fold. A microscopic analysis was performed which identify no other observation. The unit is not rupture. Based on the device analysis the final assessment is no issues found related with the manufacturing.

Event description:
Healthcare professional additionally reported left side capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, baker grade iii, pain not device related and rupture".

Event description:
Healthcare professional reported a left side "capsular contracture, baker grade iii, pain not device related and rupture" device remains implanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. The device has been explanted.